Manufacturer narrative:
The affected device was examined onsite by the dräger service. The examination of the device identified a deviation regarding the circuit board of the flow and pressure measurement module. The faulty circuit board, as well as both data cables of the flow and pressure measurement module were replaced. The device was tested and confirmed to be operating as per manufacturer's specification. As a safety feature of the device, the software analyzes and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device raised a ¿pressure high¿ alarm even thought that the alarm setting was not reached. The device was replaced. No health consequences for the patient were reported.